Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. The customer¿s blood glucose level was 400 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address low bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. Based on the analysis, the alleged low blood glucose issue was verified in the pump logs; however, no failure was identified.